Event description:
It was reported that pump displayed an insulin amount of 0 units, which was much lower than caller¿s expected remaining amount of 60 to 70 units, and pump history showed a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer had completed loading steps correctly, used room temperature insulin, did not reuse or overfill cartridge, and with assistance from technical support reloaded same cartridge and chose to monitor issue and follow up if needed.